Manufacturer narrative:
Device 11 of 15. E1: complainant street address: (B)(6). Complainant country: korea, republic of name of affiliation: (B)(6). Samples are available; however, shipping is in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 & manufacturing site: 9618003.

Event description:
The distributor reported that product had been trapped within the seal. The issue was found on (B)(6) 2025. The product was not used by the patient. A photograph depicting the issue was received from complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d8: was this device ever serviced by a third party? D9: is this device available for evaluation? H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in it, the reported defect can be seen. 15 samples were received for the reported condition, these were subsequently tested and as a result, the reported defect was confirmed. Batch record review: lot 4d01653 was manufactured 10/apr/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 23/may/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 23/may/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4d01653 lot for the malfunction "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect and no additional complaints were identified. Historical nonconformance review: on 23/may/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction code "primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" defect for the lot number 4d01653 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection: frequency: 80 pouches per hour sample quantity: 640 pouches per shift. Preliminary investigation results: the reported condition was found by the 100% inspection performed by the distributor, no harm has been reported for the observed failure mode, additionally, no end user came in contact with any units reportedly affected by the observed condition, the defect rate was calculated to be (B)(4), which is within the acceptable quality level (aql) for the reported failure mode, which is 0.40 as per process instruction (pi). Defect rate analysis: there have only been 15 defective parts confirmed to date from a lot size of (B)(4) units. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.40% based on our process instruction (pi). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated, and as a result, the reported malfunction for the observed product was confirmed. The defect rate analysis for this issue is within the appropriate acceptable quality level (aql). A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Controls are in place for the detection of the reported condition. In addition, the defect was reported for a distributor that performs a 100% inspection. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.